Event description:
A customer contacted global technical services (gts) regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, at the end of therapy. The home patient (hp) stated that everything was fine with therapy. The technical service representative (tsr) reviewed the programming. The patient was performing tidal therapy. The total volume was set to 6000 ml, the fill volume was set to 1000 ml, the tidal volume was set at 95%, the total ultrafiltration (uf) was set to 100 ml, the last fill volume was set to 0 ml, and the number of cycles was set to 6. The tsr reviewed the therapy log. The last fill volume equaled 16 ml, the total fill equaled 5732 ml, the total drain equaled 7267 ml, the total uf equaled 1534 ml, the cycle 6 uf equaled 1502 ml, the cycle 5 uf equaled 17 ml, and the cycle 4 uf equaled 17 ml. The tsr explained. The tsr advised the hp to follow up with the registered nurse (rn) about changing the target uf or about performing full drains during therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 106 alarm. The rn stated she was aware of the alarm and that they re-did the patient's programming. The rn stated since then the patient has been continuing therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter product. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient had gallbladder surgery and a peritoneal leak. Several unsuccessful attempts have been made to obtain further medical information regarding the gallbladder surgery and leak in the peritoneal cavity and the causality of the event. An internal investigation is currently underway; upon completion of the investigation a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A customer contacted the baxter technical service center to report a high drain 106/call pd nurse alarm at the end of therapy. The technical service representative assisted the home patient by having review programming, and contact their nurse about discussing adjusting the target ultrafiltration (uf). The reported condition was confirmed by the reported drain volume. The cause was use error, tidal total ultra-filtration removal set too low. No further clinical information was obtained related to the reported gall bladder surgery or peritoneal leak. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. This issue is being investigated through CAPA. If additional information becomes available, a follow up report will be submitted.